Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported at implant the wrench when fixated into the pacemaker connector, did not make the ratcheting noise. When attempting again to secure the connection, the screw came out with the wrench. Another device was implanted. No patient complications were reported as a result of this event.